Event description:
At a fitting appointment on the (B)(6) 2021 affected channels were seen on the user's left side. Reportedly, the user sustained a trauma around the beginning of april when he fell face up and hit the back of his head on the floor.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to confirm an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At a fitting appointment on the (B)(6) 2021 affected channels were seen on the user's left side. Reportedly, the user sustained a trauma around the beginning of (B)(6) when he fell face up and hit the back of his head on the floor.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
At a fitting appointment on the 9th april 2021 in situ testing revealed affected channels. Reportedly, the user sustained a trauma around the beginning of april when he fell face up and hit the back of his head on the floor. However, no redness or swelling was seen around the implant site. Prior to this event the user was able to hear with the device. The user was re-implanted.